Event description:
(B)(4). Hair falling out joint pains heart fluctuates from time to time brain fog I can't remember anything. Constipation butt pains on my right and tail bone nasty taste in my mouth. Nausea gas breaking out in vagina. Severe pains in lower stomach to the point I can not function!! Big belly I look pregnant. Hard to heel. Long period cramping severely blood clots . Pain is extremely severe. U t I... All the time. Sleepy. Bleed during sex . Depression.